Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program coordinator reported that while the patient was at home alarms were observed when connected to the power module. The hospital suspected pump stoppages and a possible percutaneous lead issue. The alarms could no longer be reproduced when the patient was connected to the hospital's equipment. Review of the log file submitted to the MFR for analysis revealed multiple pump stoppages associated with sudden loss of power. The x-ray images submitted to the MFR were unremarkable. The system controller and power module patient cable that were in use with the patient at home were exchanged and returned to the MFR for analysis.

Manufacturer narrative:
The MFR has received the system controller and power module patient cable for analysis. No other information is available. A supplemental report will be submitted when the device analysis is completed.